Manufacturer narrative:
The working element was checked by hosp biomed, and put back into use by hosp after event. Once they received loaner, they returned working element to have it evaluated as a precaution. We found that instrument was leaking around the insulator screw and coupling area; it passed the electro surge test. Neither of these damages support product malfunction during procedure. Condition of this instrument was a result of normal wear and tear.